Event description:
The customer reported that at 9:08 am his blood glucose measured 191 mg/dl and he took a meal bolus of 2.85 units. At lunchtime (12:30 pm) his bg was 197 mg/dl and his bolus was 6.3 units. At 6:55 pm his bg was up to 260 mg/dl and he bolused 12.8 units. He noticed that his arm was wet, removed the pod and observed that the cannula looked bent at a 90 - degree angle.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."